Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was advancing by 10 minutes after 6 weeks. Customer mentioned that the insulin pump was not suspended due to sensor glucose level. Customer reported that the insulin pump had damaged at the retainer ring. Customer reported that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test and self test. Device monitored for 3 days. No time or clock anomaly noted during testing. Device received with cracked case cracked case-corner of belt clip rails, cracked battery tube threads, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. (B)(4).